Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call, the customer had a low blood glucose experience of 48 mg/dl. No troubleshooting was performed for low blood glucose. Customer's spouse was calling for issues with the serter. Customer was at work and customer's spouse was unable to provide information for the insulin pump. The device is not returning for analysis.